Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 659 mg/dl. It was stated that the customer's infusion set broke and he didn't have another one to change it. The customer was without insulin for 24 hours. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.